Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_prog, product type: programmer, physician.

Event description:
Information was received from a patient who was receiving fentanyl, sufentanil, bupivacaine, baclofen and morphine (old drug, unknown dose and concentration), sufentinal used to be in the pump but not at the time of the event via an implantable pump for non-malignant pain and failed back surgery syndrome. On (B)(6) 2014, the patient was on too much medication and she almost died, the logs were reviewed and her personal therapy manager (ptm) dosing was not accounted for. The patient asked about pump replacement and if the pump has to be stopped and the meds drained to change it. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump found that there was an in house finding of corrosion/wear/lubrication on the gear train of the pump motor and that there was a stall due to shaft bearing. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was returned and marked for disposal only.